Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). There was also an alert on the rv lead for oversensing noise. The lead was capped andreplaced. No patient complications have been reported as a result of this event.